Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a swan ganz bipolar pacing catheter was unable to pace. On the first day of use, catheter was inserted under radiographic guidance and was unable to pace from the start. The generator and the cable were replaced, but the problem was not solved. The catheter was replaced and the problem was solved. The catheter was used for an urgent catheterization. The patient had no cardiac conduction defect. Patient demographic information requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
The reported event of pacing issue was confirmed. Continuity testing found that a short condition occurred in the catheter body. Cut down was performed and revealed that the insulation of both lead wires was missing between 60 cm and 60.9 cm from catheter tip. This condition allows to make contact with both wires and cause short condition. The balloon inflated clear and concentric and remained inflated for 5min. Without leakage. No visible damage was observed from catheter body, balloon, windings, and returned syringe. Further evaluation regarding supplier related quality issues is under investigation. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.